Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies difficult or delayed detachment and migration as potential complications associated with use of the device.

Event description:
It was reported that this was an elective case to treat an anterior communicating artery aneurysm measuring an average of 6.2mm width and 3.9mm high. It was decided that the web sl 7x2 would be the option. A via 17 was placed in the aneurysm and the sl 7x2 deployed. On first deployment it did not sit adequately in the aneurysm so it was recaptured and repositioned in a good position across the neck of the aneurysm. The first attempt was made to detach the web. There was no obvious visual movement confirming detachment and the wdc-2 was still showing a green light so a second and third attempt was made to detach the web. When the web failed to detach, the via was repositioned at the detachment point and the wdc-2 was re-attached which gave audible and visual confirmations that the web circuit was still intact. A further 3 detachment cycles were run with no obvious detachment even when manipulating the web pusher wire. The via was then placed gently over the proximal marker of the web to stabilize it and the pusher wire was pulled to see if it could be retrieved. It could be removed. However, during these manipulations the web had rotated approximately 30 degrees and was no longer in the optimal position. Further angio runs were made to determine whether or not it was protruding into one of the parent arteries. It was partially overlapping an a2 artery so a neuroform atlas stent (stryker) was deployed to keep the a2 patent. The patient came round with no problems and was discharged the following day. No patient harm or injury was reported.